Event description:
The patient had generator and lead revision surgery on (B)(6) 2012, however the facility in which the replacement surgery was performed does not return explanted products due to the risk management department not releasing the products per hospital policy. The patient's settings were at the same programming settings since (B)(6) 2010, so it is unlikely that a change in programming settings contributed to the increased seizures. Attempts for additional information from the physician have been unsuccessful to date.

Event description:
A programming/diagnostic history form was received from the physician on (B)(6) 2012 which revealed that high impedance was observed on normal mode and system diagnostic tests on (B)(6) 2012. It indicated that the patient was going to be referred for x-rays and for a battery change. Clinic notes dated (B)(6) 2012 were later received indicating that high lead impedance was observed and that the patient may be experiencing increased seizures. The device was not at eos, but dcdc=7. The patient was also noted to be experiencing aggressive and magnified emotional behavior with increased mood swings. The relationship of these events and the increased seizures to vns is unclear. The clinic notes also reported that ap and lateral chest and neck x-rays revealed the vns system intact. Although generator and lead replacement surgery is likely, it has not occurred to date. Attempts for additional information have been unsuccessful thus far. Review of the in-house programming/diagnostic database revealed that high impedance was resolved on the date of implant surgery on (B)(6) 2005 through intraoperative troubleshooting. The last systems diagnostics on the date of surgery revealed okay results.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not report that the vns programming settings appear to have not changed since (B)(6) 2010, as evident in the in-house programming database. Device failure is suspected and may have contributed to the patient's increased seizures and aggressive and magnified emotional behavior.

Event description:
The high lead impedance was first observed on (B)(6) 2012, but the physician's office was unable to say when the last good system diagnostics were performed. The patient experienced an increase in seizures approximately 3 months prior to the high impedance being observed. The increased seizures were not above pre-vns baseline level. No trauma/manipulation was suspected to have contributed to the high impedance. Of note, there was intermittent high impedance on the date of implant, (B)(6) 2005, in which intraoperative troubleshooting resolved the high impedance as evidenced by the last system diagnostic test performed. However if there was still intermittent high impedance following surgery, this may have been observed in (B)(6) 2012.

Event description:
Attempts for additional information from the physician have been unsuccessful to date. The implant card was received confirming the full vns replacement on (B)(6) 2012 due to high lead impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Age at time of event, corrected data: with the additional information received indicating the increase seizures began around (B)(6) 2012, the patient was (B)(6) at the time of this event, and the increase in seizures is believed to be related to the high impedance. Date of event, corrected data: with the additional information received indicating the increase seizures began around (B)(6) 2012, so the most applicable event date is (B)(6) 2012, as this is likely the time period the high impedance first began.